Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system extraction due to infection. Moreover, during procedure the patient had tamponade likely due to perforation. No additional adverse patient effects were reported.